Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The pump displays the verify screen after it is rebooted and the time and date must be set by the user to confirm the verify screen. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated the pump was returning to default time and date settings. The daily insulin delivery totals are inconsistent due to the time and date change. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump reset to default time and date. The patient reported having elevated blood glucose levels of 412 mg/dl with nausea and shortness of breath. A review of the prime history showed three weeks of records showing 2007. The patient confirmed that the pump was without power for only a few minutes with the battery change. Customer support advised the patient that the pump was running with incorrect time which could cause basal rate to deliver at the wrong time and could cause the pump to use the incorrect amounts when calculating a bolus. This report is made based on the allegation that the patient experienced hyperglycemia due to the pump running with the incorrect time.